Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review. Per the expanded evaluation observations sheet, the reported issue was not able to be confirmed. The gel pad had no damage and the gel did not appear to be accumulating in specific areas.

Event description:
Territory business manager called and advised that the gel is migrating to the back of the cushion which caused a sore under the coccyx.